Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 7:00pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and she received a result of 484mg/dl. A normal result for the end-user for that time of day is usually around 104-200mg/dl. The end-user has a sliding scale for humalog that is as follows: 150-174mg/dl 1 unit 175-199mg/dl 2 units 200-224mg/dl 3 units 225-249mg/dl 4 units 250-274mg/dl 5 units 275-299mg/dl 6 units 300-324mg/dl 7 units over 325mg/dl 8 units. Caller stated that they did not test with the prodigy meter again and called paramedics about 5 minutes after testing. No food drink or medication was consumed by the end-user while waiting for paramedics to arrive. Caller stated that the end-user was feeling dizzy and nauseas. Caller stated that the paramedics arrived in about 5 minutes. Paramedics tested the end-users blood glucose with their meter and received a result of 331mg/dl. Caller could not recall what treatment the paramedics gave the end-user. Paramedics transported the end-user to (B)(6). Caller could not recall what treatment the end-user received nor what her blood glucose was upon arrival, and the end-user was still in hospital at the time of the call. No additional information was provided.